Event description:
For two weeks after the meter was purchased it worked well. Shortly thereafter it started giving falsely elevated results. Pt inadvertently started using insulin (lantus 100). The meter was replaced and the new one worked well for two weeks and started giving falsely elevated results. The use was discontinued. There were no serious or untoward effects.